Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified a break in the catheter from the distal end. Analysis iden tified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Eval code-method 4114 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 06-nov-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving mo rphine and two unknown drugs at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the catheter would not aspirate. No environmental, external, or patient factors were reported to have caused this issue. The catheter was removed and replaced. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. The event date was (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.